Manufacturer narrative:
Correction to original due date: correct due date 04dec2024

Manufacturer narrative:
The asp ultimately replaced the cpu tray cover and verified that the issue was resolved. The investigation concludes that no further action is required at this time. While this issue has been resolved, the asp found additional issues during further evaluation of the device. These issues are being addressed in subsequent cases.

Event description:
Philips received a complaint on the v60 indicating that the feet that go to the central processing unit (cpu) cover are missing. When removing the cover, the support that holds the feet is broken. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The device was previously sent to bench repair. An authorized service provider (asp) evaluated the device and also found that the feet that go to the central processing unit (cpu) cover are missing. When removing the cover, the support that holds the feet is broken. Investigation is ongoing.

Manufacturer narrative:
E: (B)(6).